Event description:
Broken/bent battery connector pin noted during inspection of the device. No patient involvement.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 29th march 2018. Upon receipt, the sternum patient pogo pin was found to be bent and stuck inside the device and a locator pin on the patient side of the returned pad-pak was found to damaged, both components are located on the same side. Information from the device technical log indicates that the device had been repeatedly powered on and off by the insertion and removal of a pad-pak, on the (B)(6) 2020. The complaint was raised to heartsine on the (B)(6) 2020. The damage to the sternum pogo pin and pad-pak locator pin, alongside the evidence of repetitive insertion and removal of a pad-pak and a pedi-pak on the (B)(6) 2020, would indicate the fault had been a result of incorrect pad-pak installation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Broken/bent battery connector pin noted during inspection of the device. No patient involvement.